Manufacturer narrative:
Patient identifier information unknown. Date of event is unknown. Explant date is unknown. The 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. UDI number is unknown. Complainant part return is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a broken hardware and non-union. There is no other information provided. This report is for an unknown device. This is report 1 of 1 for (B)(4).